Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: shavings fell out of the cannula during the case. Doctor was able to remove some shaving from the pt cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury was reported.